Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy procedure, t2 of fast-fix 360 fell off. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture was returned. The anchors were not returned. The depth limiter button was not in the default position. The needle overmold assembly was significantly bent. The actuator tip was at the top of the deployment channel. A functional evaluation was performed on the returned device and found the actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. Corrected information in h6 (health effect - impact code).